Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, patient had experienced a hypoglycemic event. Patient's mother reported cgm readings were higher than bg readings. Patient lost consciousness, had a seizure and stopped breathing. The paramedics were called. Upon arrival, paramedics administered glucagon and revived patient. Patient was transported to the hospital. At the time of her call to technical support, patient's mother reported patient being in stable condition.